Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 548 mg/dl and the cause was not known. However, the pump supplies had been in use for 5 days. High bg was attempted to be corrected using the pump. The customer was admitted to the hospital and was treated with intravenous insulin. On (B)(6) 2018, the customer was discharged. Bg was resolved after the customer returned to pump therapy. Tandem technical support informed the contact that novolog was labeled for 72 hour use with the cartridge.